Manufacturer narrative:
The entire snap shunt assembly was returned for evaluation. Red proteinaceous debris was found on entire assembly. The ventricular catheter was disconnected from the snap shunt. The suture was present on the sleeve of the snap shunt. There was a small tear on the ventricular catheter at the connection site. No other noted anomalies were found. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the ventricular catheter disconnected from the snap shunt.